Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro stayed activated and wouldn't turn off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Corrected: "device not eval provide code." Trackwise ID# (B)(4). The device was returned for evaluation. A follow up report will be submitted when the evaluation is completed.

Manufacturer narrative:
Updated sections: age or date of birth, premarket identification, type of report, follow up type, device evaluated by MFR, adverse event problem, concomitant medical products. Trackwise # (B)(4). The device was returned for evaluation 12/02/2019. An investigation was conducted on 12/23/2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be flexed away from the hot jaw at the center, but remained attached at the base and tip of the hot jaw. No other visual defects were observed. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with no observed failure. There was no smoking observed. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. Based on the results of the evaluation, the reported failure ¿device remains activated¿ was unable to be confirmed, but the analyzed failure mode "material twisted /bent; wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro stayed activated and wouldn't turn off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro stayed activated and wouldn't turn off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.